Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016. (B)(4).

Event description:
The implantable cardioverter defibrillator was explanted and replaced due to erosion of the skin at the edge of the device. The patient is in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).